Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. However, a trend has been identified for this issue and an investigation has been opened by the manufacturing facility to look into this defect. The manufacturing facility has been notified of this incident and the findings. A review of the device history record was performed and no quality issues were found during production. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 2 of the bd insyte¿ autoguard¿ shielded IV catheter needle would not retract. The following information was provided by the initial reporter: doing an IV access on patient. Able to puncture skin and gain access to vein however trying to thread cannula into vein unable to advance same then the needle wouldn't retract.